Manufacturer narrative:
Attempts to obtain additional information were unsuccessful. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device and right ventricular (rv) lead exhibited noisy signals. The patient had a surgical procedure that day. A remote interrogation done after that day shows normal device function. This rv lead remains in service. No adverse patient effects were reported.